Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked insulin prior to being loaded onto the pump. Reportedly, the cartridges were filled with the max amount of insulin. Recommendation was made for the user to fill the cartridge with less than 480 units. There was no impact to the user's blood glucose level.